Event description:
Exchange of an overused t-bushing during revision surgery.

Manufacturer narrative:
We are investigating the incident and will write a follow-up report with the results. The following investigations are ongoing: investigation of the ex-implant, investigation of the production documentation, investigation of the user manuals and info provided. Contact the customer for further info like x-ray pictures and surgery report. This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the biolox forte ceramic head also is marketed in the u.s link is submitting this MDR to ensure full compliance with 21 cfr part 803.